Event description:
The complainant reported an under-delivery. A pt family member reported that she programmed the pump to deliver a continuous feed of neocate formula at night for 600 ml over 8 hours. She hung 700 ml in the feeding set and the next morning, 600 ml remained in the feeding set bag. The pump volume fed reading was reportedly 596 ml. The pt 's family member reported that this was the first time this had happened but that the pump had been "acting up" for 4 weeks. There was no report of serious injury or illness associated with the event.